Manufacturer narrative:
Analysis was performed by a philips bench repair technician evaluated the device and is unable to confirm or replicate the customer speaker malfunction issue, as the speakers worked normally. Will treat the speaker issue as an intermittently issue and replace parts as a precaution. Based on the results of the analysis, the product malfunction was unable to be replicated. The issue was resolved by replacing the speaker assembly out of precaution. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
The device was sent to bench for further evaluation and to replaced the speaker. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the device was showing a speaker malf. Inop is intermittent, the device was in clinical use at time of event, there was no adverse event reported.